Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was failed to capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6)2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix found extended and with traces of blood/body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.